Event description:
It is reported that x-rays show that the glenosphere is not fully seated on the baseplate. No revision surgery is planned at this time.

Manufacturer narrative:
This report will be amended when our investigation is complete.